Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was 130 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.